Event description:
It was reported that the caller experienced a cgm error 42 related to a g7 sensor. There was no adverse impact to the customer¿s blood glucose level. The customer, with the help of technical support, performed a pump reset, which resolved the issue, allowing the sensor session to start successfully without the error reoccurring.